Manufacturer narrative:
During ge healthcare technician checkout, it was noted that the acb (anesthesia computer board) has a malfunction. The anesthesia computer board was replaced to fix the reported issue. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error during calibration. There was no reported patient involvement,